Event description:
It was reported to boston scientific corporation in 2006 that a hydra jagwire device was used during a procedure (patient age, gender and weight unknown). According to the complainant, the "hydra wire split at the fusion point between the yellow and black coating" and the procedure was successfully completed with another hydra jagwire. No issues were reported at the end of the procedure.

Manufacturer narrative:
A visual examination of the returned guide wire revealed that the ptfe sheath was ripped at approximately 27 cm from the dream end, exposing the core wire. The sheath was determined to be corrugated at the transition step and at the dream end. Based on the evaluation, the complaint has been confirmed and the root cause could not be determined.